Manufacturer narrative:
Device evaluation: one used device was received for investigation. No damage or anomalies were observed during visual inspection, however, the reported issue was confirmed during functional testing when the device cuff was inflated but failed to maintain pressure. The investigation attributed the root cause of this condition to incorrect use of the product. Review of manufacturing device history records found no related non-conformances. As no manufacturing root cause was found, no actions have been assigned at this time.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube was kinked. It was not possible to get air into the patient during intubation. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.